Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/10/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2024. It was reported that the patient experienced a skin reaction to itching, burning, rash, redness, dry skin, and drainage under entire patch area which occurred 3 days after the sensor had been inserted in the abdomen. The area was prepared with soap/water before placing the sensor on the body and prescription topical cream or ointment, hydrocortisone, after beginning on (B)(6) 2024. According to the report, the patient noticed a rash underneath the sensor and upon noticing, she went to her doctor to report. As per the doctor, it seemed like a chemical burn. She was recommended to apply hydrocortisone on the affected area. The patient said the rashes are now healing and it was dry at the time of the report. At the time of the report, the reaction is still healing although there is still dryness in the area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.